Event description:
It was reported that the user received an unable to proceed alert when attempting a lunch announcement, while alert history showed low or no insulin despite 121 units remaining, and review indicated two lunch announcements were made simultaneously; the user¿s spouse confirmed a recent supply change and a missed breakfast announcement that preceded hyperglycemia, and blood glucose later trended down to 245 without symptoms, with no hospitalization; the event involved user operation of the user interface and did not indicate a device malfunction. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface; the duplicate lunch announcements likely stopped further insulin delivery for safety. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.